Manufacturer narrative:
One heal collar 3.5x4.5, 5mm (hc345) was returned for investigation. Visual inspection of the as returned product identified minor signs of use and blood residue on their threads. Functional testing was performed for the returned product and it was determined that the healing collar passed functional testing and seated on in-house compatible implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was not returned. Since the reported product has not been received, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the reported item numbers and lot numbers. The customer reported that other healing abutment was able to be seated on the reported implant, therefore the device malfunction did not occur for the reported implant. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown.

Event description:
It was reported that the healing collar would not seat onto the implant.